Event description:
It was reported that the patient presented in clinic for a follow-up and experiencing dizziness. Upon review, it was discovered that the right ventricular lead exhibited failure to capture, low impedance, and a sensing issue. The lead was explanted and replaced. The patient was in stable condition.